Event description:
It was reported that insulin leaked from the connector of an ilet system, evidenced by the user smelling insulin and feeling wetness at the connector, with associated component lots for the connector, cartridge, and infusion set provided, and the user transitioned to backup therapy without reported blood glucose impact. Investigation of this case revealed a suspected connector leak localized at the device connector interface, consistent with a device connection or seal issue at the connector component. No clinical symptoms during the event reported. Outcomes included a device replacement and the user¿s temporary use of backup therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the connector interface.